Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation and stomach pain. The cause of the event was not reported. The patient was hospitalized and began treatment with an unspecified antibiotic for the event(ongoing). At the time of this report, the patient was recovering from this event. It was reported that the patient was "extubated" and pd therapy was withdrawn. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.